Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-12571. It was reported, the patient has not charged the ipg as recommend. As a result the ipg is depleted and patient is without stimulation. The patient will undergo surgical intervention at a later date.

Manufacturer narrative:
1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.